Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with sensor insertion. The customer states they were new to the sensor. The customer states they had three sensor fail and had low blood glucose level of 30mg/dl. The customer states they treated the low with orange juice and sugar. The customer states their most current level was 262mg/dl, but before that was 474mg/dl. The customer was assisted with sensor and had needle hub stuck in serter. The customer's level at the time was 462mg/dl. Troubleshoot was conducted. The customer was assisted with removing needle hub from serter and was advised of proper insertion techniques. No further assistance was needed at this time.